Event description:
(B)(4).

Manufacturer narrative:
Batch review performed on (B)(6) 2015. Lot 134431: (B)(4) items manufactured and released on 11/13/2013. No anomalies found related to the issue. To date, (B)(4) items of the lot have been already sold without any similar reported problem. On 07/24/2015 medical affairs director did the clinical evaluation of the event: there are no perioperative x-rays. The implant was placed in a markedly valgus position. From xrays, the ligament status is not detectable. There may be difficulties for the patient due to poor mechanical alignment that go up to hip level. As there are no post-revision xrays, effectiveness of the chosen action is not assessable. The revision appears however due to difficulties in achieving the recommended alignment of the artificial knee joint. On 07/09/2015 the sales agent reported that the pieces will not be available for further investigation.